Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to newly developed lb which occurs at heart rates above 100 beats per minute (bpm). Technical services recommended increasing the therapy rate cut off. Additional information was received indicating the device had been reprogrammed following the inappropriate shock. However, the patient received another inappropriate shock approximately three months later due to t-wave oversensing. Technical services discussed troubleshooting and programming options. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to newly developed lb which occurs at heart rates above 100 beats per minute (bpm). Technical services recommended increasing the therapy rate cut off. Additional information was received indicating the device had been reprogrammed following the inappropriate shock. However, the patient received another inappropriate shock approximately three months later due to t-wave oversensing. Technical services discussed troubleshooting and programming options. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available. No adverse patient effects were reported. Additional information was received indicating the vector was reprogrammed to secondary to mitigate further inappropriate therapy. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to newly developed lb which occurs at heart rates above 100 beats per minute (bpm). Technical services recommended increasing the therapy rate cut off. Additional information was received indicating the device had been reprogrammed following the inappropriate shock. However, the patient received another inappropriate shock approximately three months later due to t-wave oversensing. Technical services discussed troubleshooting and programming options. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available. No adverse patient effects were reported.additional information was received indicating the vector was reprogrammed to secondary to mitigate further inappropriate therapy. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.